Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Explant date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -19.50/+3.0/130 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2011. The reporter indicated the lens will be explanted/exchanged due to progressive myopia and astigmatism. The lens remained implanted. Additional information has been requested but none has been forthcoming.